Event description:
A customer reported about 0.5 ml of clear fluid leaked from the probe area on their act diff2 instrument that was not contained. Some fluid was seen on top of the control stopper (cap) as well as in the tube piercing area. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the probe wash/wipe assembly to resolve this issue. Upon recur, the failure mode identified could cause sample carryover affecting all parameters. (B)(4).